Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. During the procedure, it was discovered that there was clot in the watchman truseal access system. The clot was aspirated through the access system and the access system was removed. This occurred prior to the use of a watchman flx laa closure device and delivery system. A new access system was used and the procedure was completed successfully. The patient stayed overnight in the hospital for monitoring and is expected to fully recover.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. During the procedure, it was discovered that there was clot in the watchman truseal access system. The clot was aspirated through the access system and the access system was removed. This occurred prior to the use of a watchman flx laa closure device and delivery system. A new access system was used and the procedure was completed successfully. The patient stayed overnight in the hospital for monitoring and is expected to fully recover. It was further reported that the clot was attempted to be aspirated but could not be. There was no blood flow back from the hemostasis valve during the attempt, so the thrombus was isolated within the access system which is why it was removed and replaced. The patient's activated clotting time (act) was 329 seconds, and it was also noted that the patient was given a12,000-unit bolus of heparin immediately after the transeptal puncture. The patient stayed overnight and was discharged the next day.